Event description:
It was reported the patient experienced ineffective therapy with their scs system. Patient is also unable to enter MRI mode and lead diagnostics indicated impedances. In turn, surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicated the patient's scs system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.